Event description:
It was reported the pump module had an under infusion of etoposide. The pump was programmed to run etoposide 462.5 ml (0.4mg/ml) for one hour at 462.5ml/hr. Nurse was required to add 46ml of volume to be infused twice as there was remaining chemotherapy in the bag after pump stated infusion complete. Rate and volume were verified. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the pump module had an under infusion of etoposide. The pump was programmed to run etoposide 462.5 ml (0.4mg/ml) for one hour at 462.5ml/hr. Nurse was required to add 46ml of volume to be infused twice as there was remaining chemotherapy in the bag after pump stated infusion complete. Rate and volume were verified. There was patient involvement but no patient harm.